Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a scrambled screen. There was no patient harm.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h8(usage of device).

Event description:
N/a.